Event description:
The customer reported that a patient received a burn while the generator was in use. To date, the customer has not provided additional details regarding the incident or patient status. Multiple contact attempts have been made to obtain additional information regarding the incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked.